Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx3, serial number/date code (B)(4) is approximately six years old. The owner's manual part number 1143190 rev. A (aug-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4). The dealer reported that the tdx3 power wheelchair left motor was noisy and jerking. There was no patient injury reported.